Event description:
It was reported that the patient presented to the hospital for a device change out procedure on (B)(6) 2021. Upon examination, it was noted that the left ventricular (lv) lead had been programmed off since 2014 due to phrenic nerve stimulation. The patient experienced some discomfort due to the stimulation. The physician capped and replaced the lv lead on 28 oct 2021. The patient was in stable condition.